Manufacturer narrative:
(B)(4). Approximate age of device - 22 days. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. After discharge from initial implant on (B)(6) 2015, the patient was readmitted on (B)(6) 2015 for signs and symptoms of gastrointestinal (gi) bleeding including shortness of breath, weakness and dizziness. The patient did not have any pre-existing history of gi bleeding. The patient's hemoglobin was 5.3 g/dl (latest range 14.0 to 18.0 g/dl) and hematocrit was 18.0% (latest range at 40.0 to 54.0%). The patient was transfused with a total of 8 units of packed red blood cells throughout the course of the event. On (B)(6) 2015, an esophagogastroduodenoscopy was performed on a single bleeding angiodysplastic lesion in the duodenum and was repeated on (B)(6) 2015 for a hard to treat lesion. It was reported that good hemostasis was obtained. It was reported that the patient's hemoglobin and hematocrit values were stable. The patient's aspirin dosage was decreased from 325 mg to 81 mg and trental was discontinued. The patient was continued on coumadin and plavix, in part due to recent stent placement. The single bleeding angiodysplastic lesion in the duodenum was confirmed to be the source of bleeding. On (B)(6) 2015, the patient's hemoglobin was at 9.5 g/dl and hematocrit was at 30.2%. It was reported that the patient's gi bleeding resolved and the patient was discharged.

Event description:
Additional information: information from the clinical representative stating that the patient was admitted on "(B)(6) 3015" with gastrointestinal (gi) bleed. The source of bleeding was duodenal arteriovenous malformation. The center felt that the bleeding was from the pump and a continuation from the previous gi bleed. The pump was functioning as expected. Upon admission, the patient's international normalized ratio (inr) parameter was at 3.0, hemoglobin (hgb) at 6 g/dl, and hematocrit (hct) at 21%. The patient was transfused with 3 units of packed red blood cells during hospitalization. The patient was on aspirin 325mg, trental, coumadin 2.5 mg 6 days a week and coumadin 5 mg. Coumadin and trental were discontinued on admission, and aspirin was decreased to 81mg/day. Coumadin was restarted on (B)(6) 2015, alternating at 5 mg and 2.5 mg every day. The patient was discharged home on (B)(6) 2015 on coumadin and aspirin with hgb at 9.2 g/dl, hct at 29.8%, and inr at 2.3.